Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event of unknown cause with trace to moderate ketones and stated they contacted the manufacturer; no device-specific problem or component was identified and no hospitalization occurred. Symptoms included insufficient information to further characterize clinical presentation, and the user denied diabetic ketoacidosis. Outcomes included insufficient information to characterize impact beyond hyperglycemia. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available and no established device-related problem or implicated component based on the information received. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.